Event description:
Bilateral breast implants were inserted surgically on 7/11/88. On january 18, 1994, the hospital received citation for pending law suit. Claimant is claiming breast pain, skin rashes, headaches, chronic gatigue, muscle spasms and dizziness. There is no hospital record grgarding implants being removed.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.